Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Medical device code (B)(4) captures the reportable event of fiber break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail tractip laser fiber was used in a procedure performed on an unknown date. During the procedure, the laser fiber broke twice. A fiber fragment fell inside the patient's body. The fragment was stuck inside the patient's ureter with the physician having a difficulty retrieving the piece. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2: blocks b1, b2, b3, b5, block e: initial reporter information, block h6: impact code and h1 have been updated with additional information received on july 7, 2022. Block h6: medical device code a0401 captures the reportable event of fiber break. Impact code f23 captures the reportable event of unexpected medical intervention. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 30, 2022 that a lighttrail tractip laser fiber was used in a procedure performed on an unknown date. During the procedure, the laser fiber broke twice. A fiber fragment fell inside the patient's body. The fragment was stuck inside the patient's ureter with the physician having a difficulty retrieving the piece. There were no patient complications reported as a result of this event. Additional information received on 07jul2022: it was reported to boston scientific corporation on may 30, 2022 that a lighttrail tractip laser fiber was used in a flexible ureteroscopy for a pyelic calculation treatment in the kidney performed on (B)(6) 2022. During the procedure, the laser fiber broke twice. A fiber fragment fell inside the patient's body. The fragment was stuck inside the patient's ureter, with the physician having difficulty retrieving the piece. The physician attempted to remove the detached tip and it was retrieved successfully. There were no patient complications reported as a result of this event.